Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they charged their ins on monday night, but then last night, when they used their charging equipment, they got one quick flashing message that "the battery was very low" (even though they charged it on monday night) and then it gave the por (power on reset) message. The pt powered up their handset/communicator and was successfully able to synch with their ins. The patient said they did not encounter any error messages, therapy was off, and the pt was able to turn therapy back on. The pt confirmed their stimulator battery was at 100 percent. The troubleshooting steps that were taken on the call resolved the issue. The agent reviewed some recharging best practices. The patient said last night they walked around with the belt on, but they did not feel like the charger was charging because normally they had to hold it with pressure against their back, hard, in order for them to feel like it was doing anything. The pt said they needed to be ready to use their equipment today because they would be having an MRI. The agent recommended the pt call back if they needed recharging support in the future.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.